Manufacturer narrative:
The lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt225 21.5 diopter intraocular lens (iol) was out of its proper position within the jewel casing and had a scratch on it when it was checked under the microscope. This occurred during handling and prior to insertion with no patient contact. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 2/16/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection was perfumed using the 12x magnification shows that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. No scratch was observed on the lens. The complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.